Manufacturer narrative:
The device evaluation did not identify any component issues. The technician who inspected the device reassembled the battery and cover. Observations by the arjo technician and information from the facility representative indicated that the bottom cover could detach if struck by the lifting arm of another medical device installed nearby. The instructions for use dedicated to maxi sky 2 (001-15698-en, extract attached) warn: "before transferring a patient, make sure there are no obstacles in the transfer path". This cause was discussed with the facility representative who was informed to pay attention to the lifting arm movement as it can hit the ceiling lift. In summary, there was no evidence that the maxi sky 2 was used to transfer the patient, and no injuries were reported. The device¿s cover detached, causing the battery to fall, which indicates the device did not meet its performance specifications. The complaint was deemed reportable due to the detachment of the bottom cover and battery.

Event description:
According to the reported information, the bottom cover and battery of the maxi sky 2 ceiling lift fell between the patient¿s legs while the patient was on the bed. No injuries were reported.